Event description:
Customer reportedly obtained results of 296mg/dl and 96mg/dl on the same device within 1 minute. No action was taken based on device results. No adverse event reported and no treatment rec'd. Customer had device miscoded at the time of the comparison. No quality controls were used. Requested return of suspect device and replacement was sent.